Manufacturer narrative:
Olympus technical assistance center (tac) support spoke to the customer to troubleshoot the device. Tac instructed the customer to power the unit down, disconnect/reconnect the maj-1947 , and power the unit back up. Afterwards, the customer stated that the narrow band imaging was still not working. In addition, the customer mentioned that all of the front panel indicators were blinking and the lamp reached 500hours. The customer confirmed that an e300 and e302 error were observed. A follow up was made and the customer is awaiting a purchase order from the facility. The device will not be sent in for evaluation and repair. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported the evis exera iii xenon light source narrow band imaging fails to work. In addition, an e300 and e302 error were noted. The event occurred during preparation for use and there was no patient involvement, no harm or user injury reported due to the event. This report is being submitted for the narrow band imaging failure.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, and the inability to evaluate the subject device and reproduce the event, the root cause of the front panel blinking could not be identified. However, it¿s likely the cause is related to a light guide error or turret error. Olympus will continue to monitor field performance for this device.